Manufacturer narrative:
(B)(4) the results of this investigation confirmed the amplatzer vascular plug ii met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug and the cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 12/10 mm amplatzer duct occluder (ado) was deployed but removed as it was too small. A 16 mm and 22 mm amplatzer vascular plug ii (avpii) were then attempted but removed due to sizing. An 18 mm avpii was then deployed and released from the delivery system. Following release of the 18 mm avpii it was noted to be mis-sized and an attempt to percutaneously remove it was unsuccessful. The 18 mm avpii was surgically removed and the patient is reported to be recovering.